Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-02337. It was reported the patient underwent surgical intervention on (B)(6) 2021, to address a lead migration issue. During the procedure, it was observed that the patient had an excess amount of scar tissue, and thus the physician would be unable to implant new leads. As a result, the procedure was abandoned.

Manufacturer narrative:
A physician unable to implant leads due to scar tissue was reported to abbott. Patient was referred for paddle lead. No explanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicated the patient underwent surgical intervention in (B)(6) 2021 wherein a new lead was implanted to address the issue. Therapy was restored postoperatively.